Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
It was reported patient experienced discomfort at the ipg site after loosing weight. As a result, to address the issue patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was repositioned from the left buttock to the left flank. Reportedly, therapy was restored.